Manufacturer narrative:
Additional information model #/lot #, device manufacture date: lot number and device manufacture date provided. Device evaluation: the device was returned to the manufacturer for analysis. The returned clamp was found to be in good condition with no apparent physical damage. The adjustment screw was intact and functional. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Correction: on 01/17/2017, new information was received via analysis of the returned device which clarified the reported event as unlikely to cause serious harm since the device was fully functional. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.

Manufacturer narrative:
The damaged part was not returned to the manufacturer for further analysis, as such no further findings were reported.

Event description:
A medtronic representative reported that a screw was broken on a clamp. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.